Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death was heart attack. The caller stated that the death was sudden; no symptoms were displayed. The customer was feeling fine that day, did not show up for appointment, the family was contacted. Autopsy was not done. The customer had a procedure done on the toe. The caller did not know the customer's blood glucose at the time of death. The caller did not have the insulin pump with them, so, the last recorded blood glucose values could not be checked eatither. The customer was wearing the insulin pump at the time of death. The caller was unsure of the customer's sensor use. The caller agreed to return the insulin pump for analysis. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.